Manufacturer narrative:
This is the same event as 3010536692-2015-00518.

Event description:
Allegedly, patient revised due to discomfort in the right hip, clicking and other sounds from hip; extensive metallosis in the subfascial space, necrotic material, and grey staining of the fluid.